Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found the leak at pinch valve pv49. Fse replaced all pinch tubing through the valve. Fse then performed a shutdown and startup and ran qc. Repair was verified per established procedures and system was validated. The root cause for the leak is attributed to normal wear and tear of the tubing at pinch valve pv49. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a clenz (cleaner) leak inside the coulter lh 500 hematology analyzer. The customer was unable to determine the source of the leak and stopped using the instrument until it was serviced. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injuries occurred, no exposure was reported and medical attention was not sought.